Event description:
A user facility reported that an intraocular lens (iol) was explanted. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 10/19/2010, 10/25/2010, and 11/2/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).